Event description:
It was reported that the tip split in a manner creating a sharp edge occurred. During a transcatheter aortic valve replacement (tavr) procedure vascular access was obtained via a mildly calcified and mildly tortuous transfemoral approach. A 14f isleeve introducer sheath was placed and a safari2 guidewire was advanced into position. An acurate prime delivery system with loaded acurate prime valve was advanced and removed through the 14f isleeve introducer sheath with no resistance noted. At the conclusion of the procedure, after removal from the patient, it was observed the radiopaque tip of the 14f isleeve introducer sheath was split in an atypical manner creating a sharp edge. No patient complications were reported.

Manufacturer narrative:
This supplemental report is being submitted with an update to sections: h6 device codes, h6 component codes, h6 evaluation method codes, h6 evaluation result codes, h6 evaluation conclusion codes. Device technical analysis the 14f isleeve introducer sheath was returned and device analysis was performed by a bsc quality technician. The returned device consisted of a 14f isleeve introducer sheath without the dilator. The device was visually and microscopically evaluated. The 14f isleeve introducer sheath was kinked in numerous locations. All three (3) expansion seams were expanded with the tip split at one (1) seam. The expanded seams and tip of the 14f isleeve introducer sheath occurred along the seam line and is expected during use of the device; therefore, this is not considered device damage. The tip was split on both sides of an expansion seam which created a torn flap that was almost detached from the tip of the device. Two (2) photographs of the 14f isleeve introducer sheath post procedure was provided and reviewed by a bsc quality technician. Both photographs showed the 14f isleeve introducer sheath with an expanded seam and tip split. Images of the torn section of the device tip were not provided for review.

Event description:
It was reported that atypical tip damage occurred. During a transcatheter aortic valve replacement (tavr) procedure vascular access was obtained via a mildly calcified and mildly tortuous transfemoral approach. A 14f isleeve introducer sheath was placed and a safari2 guidewire was advanced into position. An accurate prime delivery system with loaded accurate prime valve was advanced and removed through the 14f isleeve introducer sheath with no resistance noted. At the conclusion of the procedure, after removal from the patient, it was observed the radiopaque tip of the 14f isleeve introducer sheath was split in an atypical manner creating a sharp edge. No patient complications were reported.